Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked and the electronics are not working properly. The customer's blood glucose reading was 306 mg/dl at the time of incident. Troubleshooting found that the pump beeps excessively. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to a flattened dome switch on the esc and act button. Corroded keypad traces were noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads and scratches around the casing.